Event description:
It was reported during a colon clipping procedure, the device got stuck on the tissue. The device was left in place overnight and the pt was sent to isolation due to having shingles. The device was removed the next day, when the physician obtained info on how to remove the device. The colon bleed was controlled and the pt is fine.

Manufacturer narrative:
.